Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's lead had eroded through the skin. In turn, the system was explanted in (B)(6) 2020 to address the issue. Exact date of explant unknown.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.